Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 352 mg/dl. The spouse stated that the customer's reservoir was empty, but she had not realized it. The customer continued to bolus, and when the spouse got home, the customer's blood glucose was 573 mg/dl. Assisted the spouse with rewinding the insulin pump and accessing the history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.